Event description:
I recently received airbands wireless bfr cuffs for christmas. I followed the instructions on the app but the cuffs inflated way too much on my arm and wouldn't release the air. I couldn't get the bfr cuff removed myself and my arm turned purple. Eventually I was able to get it off with help but now the app won't even connect with the cuff. I reached out to the company, but they apparently are based in australia and didn't respond. I feel many other athletes may be put in this situation and feel the FDA should step in and make sure these are safe. FDA safety report ID # (B)(4).